Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press, requiring multiple attempts to turn on the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button more effectively. Customer continued to use the pump for insulin delivery.